Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Device manufacturer address (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked coming from the connection port. This was observed during patient infusion. The nurse changed the tubing and restarted the infusion without incident. It was stated no problems were noted at the insertion or connection site on the end user. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h4, h6 and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.